Event description:
It was reported that on (B)(6) 2024, patient came to clinic with drainage at driveline exit site. Drainage cultures were negative, grew normal skin fluora (no bugs). The patient started on doxycycline same day on (B)(6) 2024 for the drainage for 14 days. Drainage resolved after 14 days and antibiotics stopped. Patient's symptoms resolved, doing well at home. Plan was to continue monitoring outpatient on ongoing basis as continued plan of care.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.